Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.7. Date: (B)(6) 2011, inratio: 5.0, lab: 3.5. Pt's target therapeutic range is 3.0-3.5. Results done back to back on (B)(6) 2011, however, pt did not receive the lab result until (B)(6) 2011. The pt and his physician agreed to decrease the pt's coumadin dose by half due the 5.0 result until the pt received his lab result on (B)(6) 2011.

Manufacturer narrative:
Pending.